Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture distal to the fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal part of the glass cap is detached and not returned with the product; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe char on metal surface; the fiber exhibits scratch marks on outer flow tubing. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, "excessive fiberlife" at 66,500 joules and 14:00 minutes of usage occurred. The fiber was exchanged and the case completed with the second fiber. Patient outcome: "ok" reported. No patient or user injuries reported.